Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received high voltage therapy due to double counting of qrs complex. The device was successfully reprogrammed. The patient is doing well.